Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device returned for product evaluation. The locator and hemostasis sheath were returned mated along with the carrier tube assembly. No other accessory components were returned. Visual inspection revealed that no anomalies were observed on the carrier tube assembly and the device sleeve was in manufactured position and bypass tube was intact at the tip. There was a kink observed on the sheath and locator assembly at the blood inlet holes. The components were properly mated together. Upon microscopic visualization, there was blood like substances found on the blood inlet holes of both components. Dimensional testing was performed. The outer diameter of the locator was measured to be 0.090'' which was within the specification of 0.090'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.115'' which was within the specification of 0.114" +/-0.005". All measurements were within the manufacturer's specifications. Based on the evaluation, the complaint could be confirmed for kinked components. The kink that was observed on the assembly indicates that the application of an off-axis force applied during the insertion or likely mishandling while assembly. The deformation observed on the tip could likely be due to difficulty experienced while insertion or due to contact with a hard surface. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal sheath broke/bent on insertion. There was no patient injury/medical or surgical intervention required. The patient's condition was reported to be ok. The procedure was completed successfully. Additional information was received on 16sept2020. The procedure being performed prior to the use of the angio-seal device was a heart catheterization. A 6fr procedural sheath was used. The patient was not impacted. A pre-deployment angiogram was performed. Hemostasis was achieved by manual compression.